Manufacturer narrative:
The lens was returned to b+l. Visual inspection found the lens is in two pieces. One haptic and a large chunk of the optic have been torn off and are lying loose in the bag due to the returned condition, it cannot be determined if the haptic was broken at the time of customer use. Functional testing cannot be performed due to the damage. The device history record (DHR) was reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the current information, the root cause of the event could not be conclusively determined.

Manufacturer narrative:
Investigation of this report is in progress. A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported the the lens was explanted due to wrong power size and dislocation. Additional information has been requested and not yet received.